Event description:
Additional information received on 4-15-26 for mw5176208. This submission is a follow-up to a prior medwatch report dated september 13, 2025 (mw5176208) regarding the same adverse event. It clarifies and corrects certain factual inaccuracies and incomplete characterizations contained in the manufacturer's follow-up report dated march 31, 2026 (3015889734-2026-00054). This submission is intended to ensure the accuracy and completeness of the record. Procedural and treatment details: the manufacturer's report indicates the use of zimmer and/or pronox as part of pain management during the procedure. I recall the use of a handheld device during the procedure, but no pronox was used. Correction of reported symptoms and treatments: the manufacturer's report, based on information provided by the treating clinic, states that I reported "fat atrophy" and "sensory nerve damage," and that I was seeking treatment with fat transfer and gabapentin for nerve pain. These characterizations are not consistent with what I reported. I reported concerns regarding volume loss, not "fat atrophy" or "sensory nerve damage." I did not report nerve pain, did not seek treatment with gabapentin, and was not prescribed or treated with gabapentin. I did not seek fat transfer; it was only discussed in the context of potential corrective options during the clinic's evaluation. The manufacturer's report attributes specific terminology and treatment-seeking behavior to me that are not reflected in the contemporaneous clinical documentation from the treating clinic. At the time of my initial report and in-person evaluation on (B)(6) 2024, I reported concerns regarding volume loss. The clinic record from that visit reflects volume loss and discussion of potential corrective options, but does not reflect reports of nerve pain, sensory nerve damage, or requests for gabapentin or fat transfer. The manufacturer's report also incorrectly states my age as 49 at the time of treatment; I was 50 years old at the time of the procedure. Characterization of reported outcomes: the manufacturer's report characterizes the reported outcomes as "patient allegations" and states that objective clinical evidence of tissue injury or fat atrophy was not identified. This characterization does not fully reflect the clinical course. Following the procedure, I experienced progressive and persistent visible structural changes to my face and submental region, including volume loss, tissue descent, and associated functional and psychological impacts. These changes have been evaluated clinically by multiple independent medical providers, including plastic surgeons; documented through before-and-after photographic documentation, including clinical and self-taken images; and consistently recognized in specialist consultations as involving structural volume loss requiring corrective intervention, including surgical intervention as clinically indicated. Treating clinic follow-up and purpose of visit: I initially contacted the treating clinic to report concerns regarding observed volume loss following the procedure. In response, I was asked to return for an in-person evaluation, including the taking of post-procedure photographs for comparison with baseline images. This visit was for evaluation of reported changes, not for the purpose of seeking additional treatment. During that visit, the treating providers reviewed the before-and-after photographs in my presence; differences between the images were identified and discussed; the possibility of weight loss was raised and ruled out, as I had not experienced any weight change; potential corrective options, including sculptra and dermal fillers, were introduced by the clinic; and further treatment was not pursued, and the clinic issued a refund for a pre-paid second sofwave session. The characterization in the manufacturer's report that my concerns were managed solely as subjective perceptions of aesthetic change does not fully reflect the course of events described above. Clarification regarding evidence: while the manufacturer's report states that objective clinical evidence is not available, relevant documentation does exist, including clinical evaluations by independent providers and photographic documentation demonstrating changes over time. These materials may not have been available to the manufacturer at the time of their submission. Applicator evaluation: the manufacturer's report references evaluation of the applicator associated with the reported treatment and indicates that observations were noted during that evaluation. The report does not clearly describe the nature of these observations or provide a clear timeline linking the applicator's return, availability, and evaluation in relation to the reported treatment. The evaluation is described as having occurred significantly after the procedure date, and no information is provided regarding whether the condition of the applicator at the time of evaluation reflects its condition at the time of treatment. Purpose of this follow-up: this submission is provided to ensure that the FDA record accurately reflects the procedural details, the clinical course following treatment, and the existence of documented structural changes and ongoing medical evaluation. I respectfully request that this clarification be included as part of the official record for this adverse event.

Event description:
I was sold 2 sofwave procedures by my dermatologist office as a rejuvenating treatment. It was done on my entire face, forehead, submental, and upper neck regions. This procedure caused significant and diffuse volume loss, fat and tissue atrophy, laxity, thinning, sagging and descent. I had very minimal face and neck laxity prior to sofwave, and now have significantly moderate laxity. It caused deep lines and indentations, especially above the eyebrows to temples, lateral cheeks to jaw, and perioral areas. I now have deep nasolabial lines and indentations in the marionette region. I have increased lines around my lips. The supporting layer underneath my skin decreased greatly. There is a loss of subdermal/subcutaneous structure and support. My skin now folds and collapses in areas it did not previously, especially in the perioral regions. The tendons and bony structures are visible and more prominent on my forehead. My entire face; from the forehead, brows, temples, cheeks, chin, jaw and submental deflated, flattened and dropped. My eyes were sunken in with hollowing and dark circles. My upper and lower eyelids drooped. It changed my face/submental/neck contours and shape, resulting in a shrunken, sad, flattened, prematurely-aged appearance. I now have loose, mushy, sagging tissues around my mouth, jawline, chin, submental and upper neck areas. My face, especially the mid to lower half, recessed inwards resulting in a distorted and unbalanced appearance. I reported my concerns to the dermatologist clinic who performed the procedure and was asked to follow-up for after photos to verify the volume loss. The volume loss was confirmed by the nurse who performed the procedure and an attending physician, after examination and comparing before and after clinical photographs. The nurse and attending physician discussed sculptra and fillers as treatment options, and I was refunded for the 2nd procedure I had paid for in advance. After consulting with multiple plastic surgeons, I was told the damage is permanent, cannot be reversed, and will require face, neck, brow and eye lifting surgeries, in addition to facial and tissue augmentation through implants and/or fat grafting. Additionally, I have facial and jaw pain, tmd/tmj, jaw popping and clicking, inner cheek ridges from inadvertent cheek and inner lip biting due to the volume loss and flattened and sagging tissues, traumatic milia and bubble-like skin nodules, skin quality and texture issues, white streak like marks, psychological and emotional injuries. The damages continue to be investigated. The consent form and marketing materials I was provided described the treatment as harmless with no serious or permanent side effects. They claim that it cannot cause fat loss or damage to the surrounding tissues, however that is not true as I experienced these results. Clear and relevant warnings must be included in consent forms and marketing materials, so that patients can make a fully informed decision prior to undergoing treatment by a dangerous device that can result in serious, permanent, and life-altering adverse effects. The volume loss was confirmed by the provider who performed the procedure via before and after clinical photos. I have also seen multiple plastic surgeons, my primary care provider, non-cosmetic dermatologist, and dentist related to these issues, in addition to ongoing psychotherapy. The damages continue to be investigated.

Event description:
Additional information received on 10/16/2025 for report mw5176208 to correct manufacturer and procode. Procode: ohv.